Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly, customer attempted to self-treat by consuming carbohyrates however; customer customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was also reported that a minimum fill notification occurred and the insulin gauge was inaccuarate. Customer loaded a new cartridge to resolve the issue.